Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and confirmed the reported issue. The service provider performed cross-checked the o2 sensor with working ventilator and found it faulty. The o2 sensor needs to be replaced. Ventilator is working with limitations as the o2 sensor is faulty. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator generated an o2 sensor alarm. There was no patient involvement.